Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d4(lot).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d7a (single-use device). No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program regarding a getinge product, with no reported patient harm. The issue was documented under CAPA task 1314592 due to an alleged product deficiency. (B)(6), a perfusionist, reported a timing alarm issue while using the pump in semi-auto mode with ECG trigger. Initial screenshots showed appropriate waveforms and readings, and guidance was provided online maintenance. Later, (B)(6) shared a screenshot showing a damped waveform and elevated arterial pressure, prompting a recommendation for a chest x-ray to verify balloon placement. No follow-up was received, but the issue was escalated via email. On (B)(6) 2025, the CAPA team requested a balloon complaint be opened. Heather, the ccu charge nurse, confirmed ongoing waveform issues and improper balloon positioning. Attempts to reposition the balloon at bedside were unsuccessful, and the patient was scheduled for a cath lab procedure. Based on the description, the issue likely originated from incorrect balloon placement during insertion or potential migration of the intra-aortic balloon (iab) during use. This resulted in dampened arterial waveforms and inaccurate pressure readings. Contributing factors may include insufficient verification of initial placement or failure to confirm positioning through imaging, which led to suboptimal augmentation and triggered alarm notifications. It is impossible to define the root cause since the product was returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Event description:
It was reported that during use, the intra-aortic balloon (iab) was having waveform issues and the balloon was not in the correct positioning. No harm or injury to the patient was reported.

Event description:
It was reported that the customer to the emergency support program that during use, the intra-aortic balloon (iab) was having waveform issues and the balloon was not in the correct positioning. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 medical device problem code. Complaint summary corrected as below. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program regarding a getinge product, with no reported patient harm. The issue was documented under CAPA task 1314592 due to an alleged product deficiency. Erin, a perfusionist, reported a timing alarm issue while using the pump in semi-auto mode with ECG trigger. Initial screenshots showed appropriate waveforms and readings, and guidance was provided online maintenance. Later, erin shared a screenshot showing a damped waveform and elevated arterial pressure, prompting a recommendation for a chest x-ray to verify balloon placement. No follow-up was received, but the issue was escalated via email. On september 12, 2025, the CAPA team requested a balloon complaint be opened. Heather, the ccu charge nurse, confirmed ongoing waveform issues and improper balloon positioning. Attempts to reposition the balloon at bedside were unsuccessful, and the patient was scheduled for a cath lab procedure. Based on the description, the issue likely originated from incorrect balloon placement during insertion or potential migration of the intra-aortic balloon (iab) during use. This resulted in dampened arterial waveforms and inaccurate pressure readings. Contributing factors may include insufficient verification of initial placement or failure to confirm positioning through imaging, which led to suboptimal augmentation and triggered alarm notifications. It is impossible to define the root cause since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during use, the after inserting the mega 7.5fr sensation plus 50cc intra aortic balloon (iab) catheter had leak. There was no patient injury or harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).